Event description:
It was reported the device was used during a v.a.t.s. Procedure. It was reported by the affiliate that the device would not fire after the first firing. There was no pt consequence.